Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required pericardiocentesis. The patient's blood pressure was low after the procedure, immediately after the procedure, when the coronary sinus (cs) catheter was removed from the patient¿s body and drainage was performed. Ablation was performed prior to the cardiac tamponade being identified. Transseptal puncture was performed with radiofrequency (rf) needle. Steam pop was not confirmed. There were no error messages observed on biosense webster inc. (Bwi) equipment during the procedure. The physician's opinion on the cause of the adverse event was the procedure, the other company's cs catheter was moved too far. Although the physician believes that the other company's cs catheter was responsible, since ablation occurred prior to the adverse event, this event is conservatively being reported against the bwi ablation catheter. Device investigation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31307719l and no internal action related to the complaint was found during the review. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The physician's opinion on the cause of the adverse event was the procedure. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing and expiration dates are currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required pericardiocentesis. The patient's blood pressure was low after the procedure, immediately after the procedure, when the coronary sinus (cs) catheter was removed from the patient¿s body and drainage was performed. Ablation was performed prior to the cardiac tamponade being identified. Transseptal puncture was performed with radiofrequency (rf) needle. Steam pop was not confirmed. There was no error messages observed on biosense webster inc. (Bwi) equipment during the procedure. The physician's opinion on the cause of the adverse event was the procedure, the other company's cs catheter was moved too far. Although the physician believes that the other company's cs catheter was responsible, since ablation occurred prior to the adverse event, this event is conservatively being reported against the bwi ablation catheter.